Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on additional information received on 23-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The concentric target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. The lesion contained 90 degrees bend. A 3.50x32mm synergy drug-eluting stent was then advanced but fail to cross the lesion despite multiple attempts. The device was removed. With a support of a buddy wire, the procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, additional information received stated that during interaction with a non-bsc device, the shaft broke inside the patient in an attempt to cross the lesion. Synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent identified distal stent damage. The undamaged proximal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 222mm distal to distal end of the strain relief. Multiple hypotube kinks were noted along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.